Event description:
The patient was reportedly admitted to hospital due to pain, intermittency, nausea and headaches. Programming adjustments were made. Advanced bionics is in the process of gathering additional information and will submit a report once new information is obtained.